Manufacturer narrative:
Initial and final MDR (B)(4), device 2 of 4. E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number: (B)(4). Event occurred in spain. It was reported that patient faced infusion set detachment event on 22-sep-2025. No further information available.